Manufacturer narrative:
The ion selective electrode (ise) system is routinely calibrated every 24 hours followed by qc samples. Before the event, the ise qc results were within the lab's established ranges. The twice-weekly flow cell maintenance procedure is in use. Pre-analytical sample handling was discussed with the customer. A field service engineer (fse) was dispatched: the fse replaced the carbon bridge. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The problem was detected by the operator monitoring anion gaps. The samples were re-tested on a different instrument and higher results were generated. Customer did not report the low results out of the lab. The repeated values were reported out. Patient treatment was not affected.